Event description:
Office notes were provided regarding the event, on (B)(6) 2013, the patient was seen following their second pump replacement surgery (refer to manufacturer report # 3004209178-2014-00731 for the second pump surgery and manufacturer report # 3004209178-2013-22057 for the first pump replacement surgery). The patient indicated ¿I¿m feeling much better since the new pump was put in.¿ the patient¿s wound wasn¿t bothering him and he hadn¿t noticed any drainage or significant tenderness in the region. The patient continued to have is ¿usual thoracicalgia, unchanged over the years.¿ on (B)(6) 2013, the patient presented to the health care provider (hcp) clinic with complaints of his pump not working. He reported that past tuesday evening he began feeling anxious and very restless. By that wednesday the patient felt severely restless and ¿couldn¿t sit or still.¿ the patient had chills, funny taste, no appetite and ¿just felt awful¿ with increased pain. The patient had been taking ms contin 30mg every four hours which had alleviated most of his symptoms except for his back pain. The patient reported a pain score of 4 out of 10 with ten being the worst rating while sitting in the recliner, a pain score of 6/10 when moving around and 8/10 when bending over to pick up something. The patient had a temperate of 99.6 that past wednesday but denied a fever since that time. The patient also denied any vomiting or diarrhea. At the visit that day, the patient¿s left abdominal incision from the recent pump replacement was clear, dry and well healed. The staples were removed without complication. The pump was interrogated that day and found to be functioning normally. The hcp¿s note from the visit indicated the patient was reporting that day recurrence of opioid withdrawal type symptoms starting relatively suddenly about a week after his pump was replaced for the second time. Oral morphine ¿essentially¿ completely resolved with withdrawal symptoms. The patient continued to have back pain in his usual mid to lower thoracic spine region. He denied any new onset pain problems. The hcp noted ¿I¿m certainly baffled by this turn of events.¿ the hcp planned to obtain MRI scans of the lumbar and thoracic spines with some gadolinium contrast. The hcp was to follow up with the patient ¿in a day or two¿ and for the patient to continue with the oral morphine for the time being. If the scans were negative the hcp was going to try replacing the solution in the pump. It was reported ¿it seems unlikely that there is a problem with the solution, but I need to give that a try before I consider the final option which would be placing a new catheter. The only other thing I can think of is the possibility that the patient was been around some strong magnets which could be damaging the pump. I¿ll check with him on that possibility when I talk with him next.¿ on (B)(6) 2013, the patient presented in the clinic for a pump refill at which time the pump was interrogated and found to be functionally normally. It was infusing morphine 10mg/ml at 1.398mg per day. The physician programmer indicated 12.1ml was expected to be remaining in the reservoir and upon emptying the reservoir 12.0ml residual medication was removed. The pump was refilled; there were no changes in the dose or medication. The patient was then scheduled to return to the clinic on (B)(6) 2014 for a refill. On (B)(6) 2013, the patient was seen at a surgery center for a scheduled intrathecal catheter replacement. At that time the patient had no new complaints. The oral morphine was keeping his withdrawal symptoms under control. He continued to have his usual chronic thoracalgia without change. The patient¿s current level of pain that day was 6/10. It was noted the patient also experienced insomnia, unrelated to the pain. During the replacement procedure, the old intrathecal catheter was disconnected from the pump and tied off. Following successful implant of a new ascenda catheter, the patient was returned to the recovery room in good condition. The hcp noted ¿hopefully this will resolve the patient¿s problem with his intrathecal infusion not functioning.¿ the hcp planned to stay in close contact with the patient over the following few weeks and planned to remove the staples two weeks after. It was noted ¿assuming all goes well, he will taper off the oral morphine.¿ the device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8578, serial # unknown, product type accessory. (B)(4).